Manufacturer narrative:
Occupation: administrative manager, (B)(6) cardiac intensive care unit. Additional initial reporter & occupation - (B)(6), rn. Complete event site name: (B)(6) hospital. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure alarm occurred. The customer attempted to connect the transducer, but the inner lumen was clotted. They were then assisted in the process of connecting the radial art line transducer to the console since the preferred options were not available. The customer was directed to cap the inner lumen and label it "do not use" as well as coil the fiber optic cable and label it "fiber optic sensor failure, do not use". There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. A kink was found on the catheter tubing approximately 49cm from the iab tip. The optical fiber was found to be broken within the membrane approximately 25.9cm from iab tip. The technician attempted to insert a 0.025¿ laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen occluded. The technician was unable to clear the occlusion, however evidence of dried blood was observed at the tip of the guide wire. The condition of the iab as received indicated an occlusion in the inner lumen and a break in the optical fiber. We are unable to determine how this may have occurred. The evaluation confirmed the reported problems. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).